Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to high out of range pacing impedance. The impedance was stable prior the lss and after the lss in unipolar configuration. Additionally, there were atrial tachy response (atr) episodes that were a result of oversensing of noisy signals on the ra channel. In a sudden brady response episode, there were noisy signals that were not oversensed. Technical services (ts) suggested following actions and provided a potential cause for the lss. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to high out of range pacing impedance. The impedance was stable prior the lss and after the lss in unipolar configuration. Additionally, there were atrial tachy response (atr) episodes that were a result of oversensing of noisy signals on the ra channel. In a sudden brady response episode, there were noisy signals that were not oversensed. Technical services (ts) suggested following actions and provided a potential cause for the lss. The lead remains in use. No adverse patient effects were reported.